Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that some of the buttons were not working on a spectrum pump. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. The initial report was made with the reported device ID of 426559 submitted by the customer. Upon receipt of the device and processing through service, it was determined that the actual device ID was 426589. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was found out of specification in relation to the reported condition of buttons not working on the keypad which was reproduced while during evaluation and found to be caused by a failed keypad. The keypad was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.